Event description:
During the procedure the surgeon reported that the needles on the prolene sutures he was using continued to become separated from the suture. At the time these sutures were being used to sew a graft onto the aorta. No adverse event occurred as a result of the failed suture this time. Two of the needles are being forwarded to risk management. Also,one unopened package of the same suture is being sent.the suture is as follows: ethicon 3-0 prolene special order #d5526.device #1is this a laboratory device or laboratory test?no.